Manufacturer narrative:
This report is filed january 14, 2016. : device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a breakdown of the skin flap at the implant site; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. There are no plans to reimplant the patient with a new device as of the date of this report, january 14, 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2016.